Event description:
Pt underwent an abdominoplasty and lipoplasty on (B)(6) 2016. During the autologous fat transfer, the revolve system tissue canister stopped working and the fat was collected into the lipo machine. The equipment was replaced and the procedure was completed as there was enough fat that was useable for the procedure prior to the equipment malfunction. The equipment rep was present and took the equipment back to the MFR for further review.